Manufacturer narrative:
H2: see a1, b5, h6 (patient code).

Event description:
Additional information was received indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that "1870 and 1871" were recorded in history. During analysis, the customer's reported problem was confirmed. The pump was found to be displaying "1870" error code message on power up during the investigation. The "motor" was found to be not operate able. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "battery depleted" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.